Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was warm to the touch while charging. Additionally, it was reported that the customer¿s non tandem continuous glucose monitor (cgm) was not available, and customer did not have blood glucose (bg) readings. Customer experienced bg levels (value was not provided) which resulted in convulsions. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.